Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ product manufacture date: october 29, 2014. Part expiry date: september, 2023. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 130 deg lcp dhhs sideplates-short barrel 3h-sterile was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the surgeon impacted the locking key during a compression hip dynamic helical hip system (dhhs), a fixed angle was created and the plate and blade became fixed together. An approximate 15 minute delay was reported. No fragments were created. Other implants were readily available and the procedure was completed successfully. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). An investigation summary was performed. The investigation of the complaint articles has shown that: one of the following device(s) was received: helix blade (part # 282.238 / lot # 6195930), dhhs sideplate (part # 282.671 / lot # 7793885), the devices were returned attached together; they were unable to be separated. The helix blade was able to rotate, but was unable to slide through the sideplate. Although the exact cause cannot be identified, a visual inspection shows that the blade and locking mechanism in the side plate were not properly aligned prior to impaction. After impacting, the two devices became stuck together. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s initials - (B)(6). Device not reportedly implanted / explanted ¿ other implants were utilized. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.